Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no specific complaint or a defect alleged from the customer. However, on inspecting the device, deficiencies were found to be impairing device function. It was found that there was intermittent short circuit in the motor cable. The cable was replaced. The complaint device was cleaned, repaired and tested for functionality. A possible root cause for the short in the cable is a defect in the connector wiring,however, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/01/2016 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls needed a service check. During in-house engineering evaluation, it was determined that there was intermittent short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.